Event description:
The patient was desaturating and unstable. Patient changed from oscillator to conventional ventilator. Peak pressure 68-70 with expiratory volumes 265 (tidal volumes 420). At that time problems with chest drainage noted. Right chest tube atrium changed due to water seal leak. Chamber a not bubbling and small pool of blue dye noted at base of unit. When the suction was manipulated, blue dye water poured out of grey stopper on top of atrium. Atrium changed and peak pressures immediately decreased to 40 and expiratory volumes increased to 320. Entire set up changed successfully. Same problem noted with another set up at a different time. It was not used on a patient.